Event description:
It was reported following a percutaneous peripheral intervention (ppi) for treatment of arteriosclerosis obliterans (aso) and chronic renal failure (crf) where two smart stents were deployed in the left external iliac artery (eia), 3cm proximal to the puncture site, an angio-seal sts plus was selected for use. A pre-deployment angiogram found no tortuosity at the left common femoral artery (cfa) puncture site with the vessel lumen diameter of 8 mm. Calcification at the puncture site is unk and the puncture site was slightly distal to the inguinal ligament. There was a 75% stenosis near the puncture site, and the pt had severe peripheral vascular disease. A 6f medikit sheath was used during the procedure. The angio-seal sts plus was deployed and hemostasis was achieved. The next day, with no anomalies noted, the pt was discharged home. The pt felt feverish and measured his temperature at about 39 degrees celsius. Four days post procedure,the pt was readmitted to the hosp. The puncture site was swollen to 2 cm and an ultrasound found erosion at the puncture site, but no anomalies around the stent. His white blood count (wbc) was measured at 10800 and c-reactive protein (crp) was 38.1. The pt had developed sepsis and his overall condition was not good for the next two weeks. The pt was given rocephin for 14 days. On day 24 post procedure, the infecting organism was determined as methicillin resistant staphylococcus aureus (mrsa), and the medication was change to unasyn. The medication gradually controlled the infection; however, the pt's renal function had deteriorated and was in respiratory distress. About two weeks after the procedure, the pt started on dialysis. Unasyn was discontinued and meropen was begun. The medication controlled the infection well. Thirty eight days post procedure, the pt underwent a shunt procedure. The next day following the shunt procedure, the pt had a temperature of 36.9 degrees celsius. The wbc was normal and crp was 4.2. An ultrasound revealed a 4 cm swelling at the distal end of the stent. The puncture site was improving, but an ultrasound observed blood flowing from inside to outside the stent through gaps between stent struts at the distal tip of the stent. There was an aneurysm at the distal end of the stent, 3 cm from the puncture site. The pt remains hospitalized. The physician did not disinfect the puncture site or change his gloves before the angio-seal deployment. The pt has a medical history of mechanical heart valve placement. F/u info revealed an ultrasound confirmed the aneurysm remains at the same site which is at the distal end of the stent and about 3 cm from the puncture site. The size of the aneurysm is unchanged and the crp was still at 4. The pt has stabilized, and is recovering well and surgeon is not planned. The pt was taking anti-coagulant medication of aspirin and ticlopidine (dosing period unk). Also pletaal and warfarin had been given for some time.

Manufacturer narrative:
No prod was returned for eval. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info rec'd, the cause for the reported event could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions the user to observe sterile technique at all times when using the device. The use of the device where bacterial contamination of the procedure sheath or surrounding tissues may have occurred may cause infection. Any sign of infection at the puncture site should be taken seriously, and the pt monitored carefully. Surgical removal of the device should be considered whenever any access site infection is suspected. The angio seal device instructions for use (IFU) states the angio-seal kit is supplied sterile in a ply bag. The bag includes a sealed tray containing the angio-seal components. The angio-seal is labeled sterile. The angio-seal device instructions for use (IFU) states potential adverse reactions on conditions may be associated with one ro mor angio-seal device components (i.e., collagen, synthetic absorbable suture, and/or polymer). These include allergic reaction, foreign body reaction, potentiation of infection, inflammation and edema. The angio-seal pt info guide instructs the pt to remove the dressing after 24 hrs and clean the area with mild soap and water and dry the area. The site should be covered with a band-aid and changed daily or if it becomes wet, until the skin heals. The pt is also instructed to contact the physician immediately if they develop a fever, persistent tenderness in the groin or swelling, wound drainage, or redness and/or warm at the site.